Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. We have requested additional information several times but have not received any yet and have thus not been able to reach any further conclusions. When we will receive further information we will provide an update in a follow up report. Device not returned.

Event description:
On (B)(6) 2018 we have been informed about an incident involving a dispersive electrode. An unknown electrosurgical procedure was performed at a hospital in (B)(6). A non-monitoring dispersive electrode (model skintact ro01) and an unknown generator were used. The initial report claimed that the electrode had "caused serious burns in a patient's skin during the use of it." It is unclear whether the burns were located underneath the electrode and of what severity they were. No information about the nature of the procedure, the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.

Event description:
On april 10th, 2018 we have been informed about an incident involving a dispersive electrode. An unknown electrosurgical procedure was performed at a hospital in brasil. A non-monitoring dispersive electrode (model skintact ro01) and an unkown generator were used. The initial report claimed that the electrode had "caused serious burns in a patient's skin during the use of it." It is unclear whether the burns were located underneath the electrode and of what severity they were. No information about the nature of the procedure, the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. Based on the information made available to us, no conclusion can be drawn as to what might have caused the burn and if the usage of a split monitoring electrode would have prevented any burn. We have requested addtional information several times but have not received any. Our distributor informed us that they were not getting any further responses from the user facility. As no further information on this complaint is being made available we will close the report.